Event description:
Pt developed skin necrosis and no blood circulation to foot.

Manufacturer narrative:
Device history records revealed no anomalies. Device being retrieved for eval. No conclusion can be made at this time. Additional model numbers: 400-258 and 400-141.